Event description:
It was reported that in a follow up CT scan of a patient who had surgery about three months ago, the doctor confirmed that the cage was broken between the vertebral bodies. The patient did not have an adverse event and a revision surgery was not planed.

Manufacturer narrative:
X-ray review, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment the reported event was confirmed based on the review of x-ray images. The different lot #s were reported. Manufacturing records were reviewed for both lots and no relevant issues were identified. No similar complaint was reported on the cage with the same lot number. Based upon the review of available information, it cannot be determined when the cage fracture was initiated. The root cause of the reported cage fracture cannot be determined due to insufficient information and product not returned for analysis. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that in a follow up CT scan of a patient who had surgery about three months ago, the doctor confirmed that the cage was broken between the vertebral bodies. The patient did not have an adverse event and a revision surgery was not planed.